Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on apr 20 2020: the patient's explantation surgery has been postponed due to covid-19 restrictions. No information was received regarding the expected explantation date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including breast pain on the left side, viral infections, fatigue, low energy, general malaise, grinding in chest upon certain movements, costochondritis, infection in eyes, irritated and red eyes, weakened immune system. Device rupture on the right side was also reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo removal on (B)(6) 2020. This report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the country of event is canada. The devices were identified as mentor memorygel breast implants 325cc, catalog number 3503251bc. On (B)(6) 2020, the lot number for this impacted product was identified as 5748604, and the serial number (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).